Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose, with blood glucose of 47 mg/dl at the time of the incident. The customer was at 66 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer did not experience symptoms as she is a baby. The customer was wearing the insulin pump during the incident. The caller stated the pump had delivered 30 units of insulin up to the time of the call in 13 hours. The caller believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The product will be returned for analysis.